Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: malformed stapling occurred. When the device was removed, tissue damaged. Add'l resection of tissue was done. Used other device. No bleeding. Nothing fell into the pt cavity. Not extended more than 30 minutes. No pt info available.